Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the patient had been hospitalized since tuesday with symptoms of hallucinations, dilated pupils and jerking rapid eye movement. The caller wanted to have someone come down and check the pump to see if it was malfunctioning.